Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the hospital with syncope. Interrogation of the device revealed an inappropriate shock for atrial arrhythmia with rapid rates. The physician performed av node ablation.